Event description:
It was reported that an ilet pump did not charge or power on despite a solid green charger light and trying different outlets, and the family reverted to subcutaneous insulin injections per clinician direction after blood glucose reached 305; the touchscreen and keys were described as unresponsive. Symptoms included hyperglycemia and headache. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with caregivers and analysis of information provided by the user. Investigation of this case revealed a software problem was identified concurrent with a component issue affecting the touchscreen and user interface responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.